Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an infection under the lifevest. The patient had an incision from a previous surgery, and the lifevest was reportedly irritating the incision and causing an infection. The patient's doctor instructed the patient to end use of the device. Follow-up attempts were unsuccessful. The patient's medical outcome is unknown.